Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty patient board set was discovered and caused the reported imaging failure. Additionally, the video connector latch was found worn-out and compromising the connection with pigtails. A software update is also recommended. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the scope detection failed due to failure of the video jacket. However, the definitive root cause of the faulty patient circuit board and faulty video jacket could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned. However, an initial evaluation has not yet been conducted. Though, the investigation is underway. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her olympus evis exera iii video system center was experiencing scope detection problems during procedure preparation. Reportedly, whenever she plugged in the scope either a white or black screen would appear instead of an image. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.